Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted cs 069 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission :12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box data revealed cs 087 call service alarms had occurred. During investigation, the pump powered on properly with no alarms occurring. During testing, the pump was exercised pump for 24 hours; after 24 hours, no call service alarms were received. The complaint of the call service alarm issue was not able to be duplicated during testing. The cs69 failure is defined as language file corruption while retrieving language text resulting in a call service alarm. The cs69 failure is written as a cs87 failure in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.